Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the device was used for anastomosis of esophagus to jejunum. The anvil was easily disengaged from the stapler's shaft and could not be connected. After trying four times, the surgeon held the grasping notch firmly and fired the device. After firing, the wingnut was turned twice and the device was removed. Then, the tissue around anastomosis (probably the right side of jejunum) tore widely. The forceps which grasped the anvil might have touched the right side of tissue. The procedure was converted into open surgery. There was bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was extended by more than 30 minutes.